Event description:
The entire device was removed from the pt and replaced due to pt dissatisfaction, persistent scrotal, superpubic and penile pain, pain along tubing - inflammatory response along all the components, yellow fluid around all components - no infection. Inflammation but "no slime". Dr. Indicates "intense inflammatory tissue response to the inhibizone device".